Event description:
A patient reported, that they had tried a spinal cord stimulator for (B)(6) months to manage his pain, but he had it removed, because it was not successful for him. The patient reported, that the stimulation system was removed approximately (B)(6) year ago. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).